Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting display did not return after restart. Customer state that the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment was neither damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.